Event description:
It was reported that following initial implant the patient experienced lightheadedness. It was noted that the recently implanted right atrial (ra) lead was dislodged and a pacing problem was suspected during testing. The ra lead was explanted and replaced successfully. The patient was stable.